Event description:
Customer reported that the v60 ventilator had an error message of data acquisition/printed circuit board assembly/ analog digital converter ( pcba adc) reference failed. The customer also verified the error message in the significant event log (drpt). The customer reported there was no patient involvement.